Manufacturer narrative:
Additional information was received that the patient had a fall and that was the reason why the patient could not charge the ipg. The ipg was not working, so the physician explanted the ipg and replaced it with a new one for better programming. No malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not turn on and charge the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient could not turn on and charge the ipg. The patient will undergo an ipg replacement procedure.